Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a device change-out due to eri, an insulation anomaly was observed under fluoroscopy. The lead was previously capped and replaced on (B)(6) 2011. The patient was stable before and after the procedure.